Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella cp support. While on support, suction alarms and flows dropped to 0.1 liters per minute. The physician repositioned the impella cp without resolution and stated the most likely cause was clot ingestion. An attempt was made to increase/decrease p levels without resolution of low flow state. Therefore, the impella cp was explanted due to low pump flow. No harm to the patient was reported.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella was returned for evaluation and was visually inspected. Biomaterial ingestion observed around impeller. Slight cannula kink observed near out let. No broken blade/ no other abnormality found. The cause of the low pump flow issue was biomaterial ingestion. The cannula kink may occurred during removal.